Manufacturer narrative:
The device has not been made available for evaluation at this time. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Dealer alleges customer was thrown out of unit when rear caster came off. Another incident where front caster came off.

Event description:
Dealer alleges customer was thrown out of unit when rear caster came off. Another incident where front caster came off.

Manufacturer narrative:
Device abused by consumer.